Event description:
Safety mechanism on 3 different IV catheters did not engage when user pressed the safety button on IV catheter upon IV insertion on patient. Bd instye autoguard 22g x 1.00in/ lot #0259040 (x2) bd insyte autoguard 20g x 1.00in. Lot#0065223 (x1). FDA safety report ID # (B)(4).